Manufacturer narrative:
Reporter is a j&j sales representative. A device history record (DHR) review was conducted: visual inspection: the hand f/scrdrivershaft-2.5-hex t15 (p/n: 03.400.111, lot #: 5l17319) were returned and received at cq. Upon visual inspection, it was observed that the plastic around the push button was broken, however the push button is still functioning. The device showed wear and scratches. No other issues were identified. Dimensional inspection: dimensional analysis was not performed due to the post-manufacturing damage. Document/specification review: the following documents were reviewed: no design issues or discrepancies were identified. Investigation conclusion the complaint condition was confirmed for the returned device. No definitive root cause could be determined based on the provided information. The unintended external forces might have contributed to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on "(B)(6) 2021", during the cleaning a process it was noticed that the handle was defective. The material which is around the push button gives in/fractures after which the button cannot be pushed anymore. No surgery impact. No patient impact. This report is for one (1) hand f/scrdrivershaft-2.5-hex t15. This is report 2 of 2 for complaint (B)(4).